Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0202485. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: at12; 00 , on (B)(6) 2020, in the hall, the emergency rescue the nurse check needle packing sound, in the period of validity, all the parts in good condition, according to the operation process of vein puncture, found after a successful puncture needle y type transparent tube has a about 2 mm gap, immediately pull out indwelling needle, to children with family members to do a good job of explaining, after the replacement of indwelling needle puncture. After successful puncturing, there was a 2mm crack between the y-shape joint of the indwelling needle and the extension tube. The indwelling needle was pulled out and the new product was replaced. After successful puncture, blood will be collected through the indwelling needle. After successful puncture, a 2mm gap was found. No damage to the product surface.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: at12; 00 , on (B)(6) 2020 , in the hall, the emergency rescue the nurse check needle packing sound, in the period of validity, all the parts in good condition, according to the operation process of vein puncture, found after a successful puncture needle y type transparent tube has a about 2 mm gap, immediately pull out indwelling needle, to children with family members to do a good job of explaining, after the replacement of indwelling needle puncture. After successful puncturing, there was a 2mm crack between the y-shape joint of the indwelling needle and the extension tube. The indwelling needle was pulled out and the new product was replaced. After successful puncture, blood will be collected through the indwelling needle. After successful puncture, a 2mm gap was found. No damage to the product surface.